Event description:
It was reported that during a cardiac ablation procedure using the guidewire 990045 pv tracker and the catheter pscc100 pulseselect, the guidewire jammed and could not move when it was extended at 5-6 cm. Catheter steering and deflection issues were also identified. The catheter was retracted and removed, and biological material was extracted by the tip of the catheter. The procedure was completed, the patient was under general anesthesia, and no medical or surgical intervention was needed to prevent permanent impairment. The event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990045; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The received image file depicted a small piece of unidentified material on a blue surface, positioned near the tip of a needle to suggest scale. In conclusion, the reported material on tip issue was confirmed during data file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.